Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician ran (short self-test/ extended self-test) sst and est test. The unit successfully passed the required performance verification test.

Event description:
The customer reported the measurement is not setting on the device. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.